Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) was not working (not turning on). There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked and found that unit was not switching on on mains supply but working on battery usage. In further investigation the fse found that that there was a problem with power supply of the unit. The fse replaced the power supply and found that the iabp unit was then working fine. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information:e1(B)(6).

Event description:
N/a.